Manufacturer narrative:
(H3) the revision reported in was likely the result of insufficient bonds between the components and the bones, which led to aseptic (non-infected) loosening. The extent and likely cause for the reported glenoid loosening and humeral loosening could not be determined as the devices were not returned for evaluation, and product information, images, and radiographs were not provided.

Event description:
It was reported that this female patient's left shoulder was revised approximately 3 years post op. The patient was doing great at 1 year with a oss of 46/48 but then rapidly deteriorated over the course of the next 18 months. It's not clear why. Her x-ray showed cuff failure and lucency around the glenoid and humerus. During the case yesterday it didn't look grossly infected, and the cuff was intact. Both components were loose - email from the surgeon. Patient was last known to be in stable condition following the event. Product not returning - hospital policy.